Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-05708. It was reported the pt experienced overstimulation at the lead site on several occasions. The pt was unable to deactivate stimulation with the programmer or magnet. The ipg shut off by itself after the pt experienced 30 minutes of overstimulation. Reprogramming resolved the pt's issues.